Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent the open reduction internal fixation surgery for neck fracture of femur. After the fns was inserted, the surgeon tried to apply inter-fragmentary compression intraoperatively, but the compression could not be applied because the silver cylinder of the insert came off and the black ring also loosened. Therefore, the surgeon gave up the compression and tried to remove the device by completely loosening the black ring, but the device did not come off the implant. When the black ring was kept turned, it came off, and all instruments were disassembled and could be removed from the implant. When the sales rep later checked the device, it was found that the device, which should not have been disassembled, had been disassembled. The surgery was completed successfully with a thirty (30) minute delay. No further information is available. This report is for one (1) insert for fns insertion handle. This is report 1 of 3 for (B)(4).

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: b5, d9. H3, h6: a product investigation was conducted. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that ins f/insertion handle was found to be broken across the laser weld section from the drive head, reported condition is most likely due to this breakage. A functional test was unable to be performed due to mating device (03.168.010 - multifunction rod f/insertion instr) not being returned. The complaint condition was not able to be replicated. The dimensional inspection was not performed for the ins f/insertion handle due to complex geometry of the device. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the ins f/insertion handle would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. H3, h6: a device history record (DHR) review was conducted: part: 03.168.009 lot: 170009-103 manufacturing site: selzach supplier: leitner ag release to warehouse date: (B)(6) 2017 a manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the final compression and fixation were determined to be acceptable.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.